Event description:
Same patient as MDR# 2134265-2013-06550. It was reported that during a percutaneous coronary intervention (pci) procedure, vessel dissection occurred. The patient came in for a diagnostic heart catheterization and end up with an intervention being done. The physician used optical coherence tomography (oct) to view the lesion. It was determined that the lesion was actually in a side branch and was inconsequential. Upon completing the procedure, they noticed thrombus in the distal to mid left anterior descending artery (lad). The physician used a wiseguide guide catheter and a non bsc balloon catheter to dilate and open the clotted part of the lad artery and was able to restore flow. The procedure was completed and the patient was sent to recovery. The nurse noticed the patient was experiencing ventricular fibrillation (v-fib). The patient was brought back to the cath lab. EKG shows signs of st elevation (tombstone effect). The physician performed diagnostic using an impulse diagnostic pack on the right coronary artery (rca) no issues were found. Diagnostic was then performed on the lad which was found open but there was no flow into the left circumflex (lcx), after the third frame of the angio, revealed a distal left main dissection occluding flow into the circumflex artery. Patient was sent to surgery for bypass and is doing fine. The physician does not believe any of the devices caused the dissection. The dissection is believed to be hydraulic and it is unknown which procedure the dissection actually occurred in.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).